Manufacturer narrative:
B3. Date is estimated; year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that about 3 years ago the patient had an MRI and they were unconscious and couldn't tell the healthcare provider (hcp) that they had the device in. The patient said that after that MRI, the ins did not work well. The patient stated they now need another MRI and wanted to know if they could have one since their ins wasn't working. The agent reviewed information and redirected to hcp regarding device removal.